Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer called and reported the insulin pump was prompting that the battery be changed every two hours and then began to give a power error alarm every eight hours. Customer's blood glucose was 11.4 mmol/l. During troubleshooting, customer stated rechargeable batteries were not being used, no lifestyle changes had occurred, and there was no excessive button pressing. There were no unattended alarms, the batteries were not expired, the device was not in vibrate mode. The customer was using lithium batteries. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was returned for power error and low battery alarm was confirmed in the long trace. Detailed trace analysis confirmed the pump alarmed low battery and then the alarm was triggered when backup battery unloaded voltage was less than 3.7 volts for consecutive 240 minutes. Analysis of the micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. All buttons function properly, no damage noted on the keypad traces. The keypad connector on the printed circuit board was locked. No stuck button alarm or audio or beep anomaly noted. However, noisy motor noted during our testing. The insulin pump passed the functional test, including the tone check and vibrate check on self test, sleep current measurement test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test, displacement test and leak test. The insulin pump had scratched case, cracked keypad overlay at the center circle button and a stained keypad overlay.